Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause was not provided due to privacy laws. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. No autopsy was performed and the device was not explanted. The device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the patient's outcome could not conclusively be established through this evaluation. No autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The current heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with heartmate 3 (lvas), including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30may2022. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.